Event description:
The article, "a case which hepatic encephalopathy was well controlled by adding pse to the shunt embolization", was reviewed. This research article reported a case study of a (B)(6) female with a clinical history of cirrhosis, hepatocellular cancer (hcc) and shunt encephalopathy. The shunt encephalopathy could not be controlled through medical management therefore plug-assisted retrograde transvenous obliteration (parto) was performed to treat the shunt encephalopathy. An unknown size amplatzer vascular plug ii (avpii) was implanted above the shunt flow and gelatin sponge was attempted to be piled over avpii. The sponge was not able to be delivered over the avpii, which resulted in inadequate embolization. Post-operative CT detected residual shunt flow coming through via avpii mesh but symptom of the shunt encephalopathy had decreased, so the patient was continuously monitored. Four month later, the shunt encephalopathy had deteriorated again. Additional embolization was conducted with coil in plug technique in order to close the residual shunt. Additionally, embolization coil was implanted in short landing zone by balloon-assisted coil embolization (bace). Postoperative serum ammonia level was still slightly high, but it was determined to be controllable by medical management. Two month later, while treatment for hcc, partial splenic embolization (pse) was performed to reduce the symptom of hypersplenism. After that, serum ammonia level fell to normal. Eight months since that, the patient had been treated for hcc without recurrence of encephalopathy.

Manufacturer narrative:
In an research article residual shunt was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.